Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad in the grasping section was intensively worn away, a part of the tissue pad was missing. Additionally, the coating of the probe was partially peeling and the coating of the grasping section was partially peeled off; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and partially missing. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating¿. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation¿. ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure¿. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Customer reported this incident to the (B)(6). There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (broken probe) and (B)(6) (tissue pad frayed). This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic da vinci-assisted cystectomy and urinary diversion with ileum conduit procedure, two devices failed. Five minutes into the procedure, the first device probe broke off outside the patient. The procedure was continued with this device. After some time had passed, this device tissue pad was frayed. The procedure was successfully completed with a third device. There was a slight prolongation of operating time with no clinical impact to the procedure or patient. There is no harm or adverse impact to the patient.